Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broke along with a portion of the optic where the haptic was attached (not returned). The opposite haptic is pressed against a post in the lens case in the gusset area causing the haptic to bent and twist pointing down into the lens case. The lens is pressed against and between three posts in the lens case. Two small cracks are observed on the optic near the broken portion. A dimensional inspection could not be conducted due to extensive damage. Product history records were reviewed and the documentation indicated the product met release criteria. The cartridge was not returned for evaluation. The file indicated the use of a qualified cartridge and an unspecified handpiece. The viscoelastic mentioned is only qualified with an approved cartridge and handpiece combination. The product investigation could not identify a root cause for the reported complaint of lens would not advance forward. It is unknown if qualified associated products were used. A dimensional inspection could not be conducted due to extensive damage. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens stuck halfway in the eye and will not advance forward during insertion. Additional information was requested.